Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the tip of the channel cleaning brush remained in the channel of the scope because the wire was bent repeatedly, causing it to break. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿after using, carefully check that no parts of the brush have fallen off inside the endoscope's suction channel. If this inspection determines that a part or parts of the brush have come off during cleaning, immediately retrieve them by passing a new instrument or other endotherapy accessory through the channel. Any part of the brush remaining in the channel after cleaning can drop into the patient's body during a subsequent procedure. Depending on the location of a detached part, it may not be recoverable by passing a new instrument or other endotherapy accessory through the endoscope's suction channel. In this case, contact olympus. Clean only one endoscope with this instrument and discard the brush immediately after use. Otherwise, the cleaning effectiveness of the instrument may be impaired, equipment damage and/or infection of the patient and/or operator may occur. Do not withdraw the instrument quickly from the equipment being cleaned. Doing so may cause operator's infection or irritation from the splashes of patient blood/mucus and detergent solution. Exchange this instrument for new one if the brush head is deformed (see figure 4) or the shaft is kinked or deformed (see figure 5). Using a damaged instrument may cause the shaft to be broken, and the broken shaft and/or brush head may remain inside the endoscope¿s channel. Do not withdraw this instrument from the openings of the endoscope at an extreme angle against the insertion direction or with excessive force (see figure 6). Withdraw this instrument slowly with the shaft straight against the insertion direction of the openings of the endoscope (see figure 7,8). Withdrawing the shaft at extreme angel may cause the shaft to be broken and the broken shaft and/or brush head may remain inside the endoscope¿s channel. After withdrawing this instrument from the endoscope, check that there are no abnormities of the brush. This instrument is intended for single use. Do not attempt to use this instrument to clean multiple endoscopes.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The wire near the channel brush part was broken. A magnified observation of the broken part of the wire revealed that the wire near the broken part was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, while the gastrointestinal videoscope (gif-1200n) was being washed the tip of a single use combination cleaning brush came off. The tip of the brush remained in the connector side of gif-1200n. The brush was used for the first time when the event occurred. The event occurred during reprocessing and there was no report of patient harm. Related patient identifier: (B)(6).